Event description:
This information was reported via the gissoc ii study, which evaluates sirolimus eluting stent versus bare metal stent in chronic total coronary occlusion. This male patient with a medical history of coronary bypass (1991), prior smoking, and hyperlipidemia, was admitted to the hospital with unstable angina. The patient was currently taking plavix, statins, beta-blockers, and calcium antagonists. Elective angiography revealed three vessel cad and graft occlusion of the svgs to the rca and prox cx. The decision was made to perform coronary intervention on a non-calcified, totally occluded (cto) lesion in the mid through distal rca (native). Timi flow pre-procedure was 0. Heparin was administered via IV. The lesion was predilated (balloon and inflation pressure unknown). Two bx sonic bare metal stents were implanted within the mid-through distal rca: 3.0 x 18mm deployed to 18 atms and 3.5 x 33mm deployed to 20 atms. Approximately nine months later, the patient returned for follow-up angiography, which revealed an 80% instent restenosis of the 3.0 x 28mm and 3.0 x 33mm bx sonic stents in the mid through distal rca. Timi flow pre-procedure was iii. This restenosis was treated with the placement of a 3.5 x 32mm taxus stent deployed to 20 atms. A new 70% lesion in the proximal lcx (first marginal branch) was treated with the placement of a 3.5 x 32mm taxus stent. The patient was discharged on plavix, cardioaspirin, provisacor, and concor.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR. Report #'s 9616099-2006-00802 and -00803.